Manufacturer narrative:
H3 other text : remote support provided.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the therapy is not functioning. There was reportedly no patient involvement. The rse evaluated the device remotely and it was determined that this was a malfunction of the therapy pca assembly, the replacement for which was ordered. The customer ordered the therapy pca assembly to resolve the issue and the device remains at the customer's site. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.